Event description:
It was reported that the atrial lead was found to be defective during implant. There were helix extension issues leading to poor connection and numbers. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. The analyst noted that the length of the fully extended helix and the turns to extend/retract are within specification.